Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to unknown reasons.

Event description:
The received product stickers show that the affected products of this event are warsaw design. No indication available that a winterthur product (müller cup) was involved. As no winterthur product was involved in this event, the winterthur complaint (B)(4) will be set to 'not a complaint' and the event will be processed further in warsaw complaint (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The received product stickers show that the affected products of this event are warsaw design. No indication available that a winterthur product (müller cup) was involved. As no winterthur product was involved in this event, the winterthur complaint (B)(4) will be set to 'not a complaint' and the event will be processed further in warsaw complaint (B)(4). Zimmer biomet¿s reference number of this file is (B)(4).